Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that the day after a routine implantable cardioverter defibrillator (ICD) change out a lead impedance alert was triggered on the right ventricular (rv) lead. X-ray indicated a connection issue between the lead and ICD. A procedure was performed to fully insert the lead into the device header. The ICD and lead remain in use. No patient complications were reported as a result of this event.